Manufacturer narrative:
Concomitant medical products:: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000554, serial/lot #: 1756068 ; product ID: bi30000443 , lot/serial #: (B)(6) h3) the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. There was 12v on the imaging system image acquisition system (ias) computer and it failed bench testing. The systems application and operating system did not load. The cmos checksum error central processing unit (cpu) had been changed and the settings in cmos were changed. They need to press f1 button before booting up the system. Method 10 result 180 conclusion 4307 the interface cable was returned to the manufacture for evaluation. After functional testing, visual/physical examination and performance testing the reported issue was not confirmed. The mobile view station (mvs) cable interface was bench tested. The cable passed continuity test. It was installed into a known working system. The system booted and readied on each power cycle. Motion, generator, communication and charging were successful. Multiple 2d and 3d images were acquired . No errors detected while under test. No fault found. Method 10 result 213 conclusion 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not boot up. To restore functionality the interface (umbilical) cable and computer of the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000850, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: bi71000475, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not boot. It was reported that the viewing station of the imaging system booted as intended, however the pendant of the imaging system displayed "system booting, please wait." There was no patient present when this issue was identified.